Event description:
It was reported that during a follow up in clinic, a decrease in r-wave amplitude was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was observed. The physician suspected the dislodgement was due to patient ambulation. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.